Event description:
It was reported that fast-fix 360 anchors deployed at the same time, the button on the cannula did not work. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 straight needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is bent on two planes. No ts or suture remain on the insertion needle or were returned for evaluation. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.